Event description:
It was reported , after the md inserted the iab, it was connected to the autocat 2wave. A few hours after pumping, the pump alarmed "low helium tank pressure" & the blue bar on the right side of the monitor disappeared. The helium tank was full. The user disconnected the tank. The sealing ring was checked & the tank was connected to the pump again. Then, for a few minutes, the helium bar was blue; however, it disappeared again. Field service was called & the helium transducer was exchanged. The iab remained in the patient during the exchange. There was no reported complication.

Manufacturer narrative:
Evaluation: the helium regulator was returned for evaluation. The regulator assembly was connected to the test system & a helium tank was connected to the regulator. The system displayed a pressure graph that remained stable for approximately 2 minutes, after which the pressure display dropped to zero & the system alarmed. The helium output from the regulator was not affected. The tank was then exchanged for a second tank & the results were the same. The cable of the transducer was moved & the signal was found to be intermittent. It was concluded that the helium transducer was defective. A DHR re-review was conducted on the iap without findings. It cannot be determined when or how the transducer was compromised. A follow-up report will be filed if more information becomes available.